Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ fresenius cassette and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ fresenius cassette malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he was in the hospital due to peritonitis. The patient was admitted on (B)(6). In addition, the patient will not be able to accept delivery. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized for peritonitis. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided). The patient remained hospitalized at the time follow-up was completed and therefore no further information about the hospitalization course was available. The nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he was in the hospital due to peritonitis. The patient was admitted on (B)(6). In addition, the patient will not be able to accept delivery. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized for peritonitis. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided). The patient remained hospitalized at the time follow-up was completed and therefore no further information about the hospitalization course was available. The nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.